Manufacturer narrative:
No sample was received for evaluation and investigation. Information provided indicated that the pump appeared to not function, then infused all medication quickly. A change in appearance and size of the pump may not be evident during the first 24 hours after start of infusion. A review of the lot history found no other complaints for the reported lot number. If additional information or the sample becomes available in the future, we will re-open this complaint.

Event description:
I-flow received an email from the customer stating, "the pump should deliver 96mls over a period of 48 hrs, based upon 2ml/hr. The pump was attached on friday (B)(6) 2010 at 15:00 and remained full until saturday (B)(6) 2010 at 20:00, there had been no release of infusion between 20:00 and 00:00, four hour period, the full dose was released and the pump was found to be totally empty. This product was used on a pt and there is a concern that a "full" dose of infusion was received over a four hour period, instead of 48 hours."